Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: & impella 5.5 with smart assist for use during cardiogenic shock ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient implanted with an impella 5.5 experienced a significant amount of ventricular tachycardia one day into support. The patient was placed on amiodarone and lidocaine, and their condition improved. Eight days later, anticoagulation was put on hold to help manage a diffuse alveolar hemorrhage. Support continued with the implanted pump.